Manufacturer narrative:
A product investigation is in progress.

Event description:
It broke off inside and disintegrated [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. Broke off inside [device breakage]. Consumer reported via email that her daughter used a tampon that broke off inside of her and disintegrated. The issue was painful to resolve. No serious injury was reported.

Event description:
It broke off inside and disintegrated [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Broke off inside, broke into pieces [device breakage]. Case description: consumer reported via email that her daughter used a tampon that broke off inside of her and disintegrated. The issue was painful to resolve. No serious injury was reported.

Manufacturer narrative:
25-jun-2021 investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
(B)(6) 2021 investigation results: no failure could be identified as a result of the investigation.

Event description:
It broke off inside and disintegrated [foreign body in reproductive tract], painful-vagina [vulvovaginal pain], broke off inside [device breakage]. Consumer reported via email that her daughter used a tampon that broke off inside of her and disintegrated. The issue was painful to resolve. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
It broke off inside and disintegrated [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. Broke off inside [device breakage]. Consumer reported via email that her daughter used a tampon that broke off inside of her and disintegrated. The issue was painful to resolve. No serious injury was reported.